Manufacturer narrative:
The 3rd om was one of the lesions stented in the index procedure. During the revascularisation the 3rd om had an in-stent restenosis and was treated with a balloon. The patient recovered. Correction: during the index procedure one resolute onyx stent was implanted into the lad, one resolute onyx stent was implanted into the 3rd obtuse marginal and one resolute onyx stent was implanted into the 1st obtuse marginal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad and two resolute onyx stent was implanted into the 1st obtuse marginal. During a staged procedure two resolute onyx stents were implanted in the rca. Approximately 6 months post index procedure and staged procedure, the patient suffered a non stemi in the cx. Angiogram showed 90% stenosis in the 3rd obtuse marginal, which was treated with ballooning. The patient was treated with a change in medication. The patient is recovering.